Event description:
A spinal surgery was performed on (B)(6) 2019 fixing the spinal column from l2 to sai. On (B)(6) 2019, an x-ray confirmed that the left and right rods were broken at l4/5. A revision surgery was performed on (B)(6) 2019 to replace the rods. This is report one of two for the first of the two rods.